Event description:
During an or case, a burning electrical smell was noted from bovie machine. Equipment was unplugged and along w/ with handpiece, it was sent to clinical engineering to be evaluated.